Event description:
Delay of therapy during alarm condition reported. On 04/17/2000, the pt was receiving dopamine 400mg in 250ml of dextrose 5% 1/2 normal saline, which was infusing at a rate of 3 mcg/kg/min (not being titrated to effect) since 8:00 pm. At 2300, a routine 72 hour tubing change was initiated, and the bag of dopamine was changed as well. When starting the same pump with the new tubing in place, the pump alarmed "cassette". The report states that tubings were changed 8-10 times over a one hour period, and multiple plum pump changes were made. The pt's blood pressure at 2300 was 120/70 and at 2400 was 140/80. The pt remained off the dopamine from 2300-2400. The dopamine was finally restarted at 2400. At 0200, the pt's oxygen saturation dropped to 88-89% and pt was placed on a non-rebreather mask. Dopamine was then titrated to effect. The pt was intubated at 0225. Pt's blood pressure was 58/33 with the dopamine at 10mcg/kg/min. During this time period there were no reported problems with the dopamine infusion. At 0235, the pt was unresponsive and pt's blood pressure was 120/50. On 04/19/2000 at 1430, the pt was unresponsive. At 2000 that night, the pt expired.